Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the articulation knob was detached from the instrument. The upper rotation knob and articulation lever were visually evaluated. Evidence of proper welding was observed in the upper rotation knob; energy directors of the articulation cover were deformed as intended in all four quadrants. These observations suggest that the articulation lever was properly welded to the upper rotation knob. The articulation lever and its mating part appearance suggests that it was ripped off. The articulation lever allows the user to articulate the loading unit. Instrument was successfully loaded with representative straight and roticulator loading unit. The instrument successfully clamps, unclamps, opened and unloaded repeatedly without difficulty. Instrument condition precluded any functional testing to the articulation mechanism. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of thick tissue damage that has no relationship to the reported condition. The instrument condition suggests that a thick tissue was selected; when trying to articulate the articulation lever, excess of torque is applied to the instrument articulation mechanism causing the stuck and damage observed in the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the surgeon was going to staple the 4th staple,it cannot be stapled and the stapler was stuck. After that, the surgeon opened and removed it. Changed the reload to complete the procedure. There was no patient injury.